Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting rapidly. Additionally, it was reported that the infusion set site was pulled out of the customer due to cartridge luer lock connection becoming stuck. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.